Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was intubated due to a respiratory failure. The patient was coded due to a separation of the adapter of the tube that was attached to the mechanical ventilator. The patient had 1 round of CPR with rosc. A larger adapter from another tube was fitted into the current tube to keep it from separating. The patient was extubated.